Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("pain:back"), metrorrhagia ("metorrhagia (bleeding b/w periods)"), alopecia ("hair loss,"), fatigue ("fatigue,"), loss of libido ("loss of sex drive"), vaginal infection ("vaginal infection") and mental disorder ("psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral) ( interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain, dyspareunia, back pain, metrorrhagia, alopecia, fatigue, weight increased, weight decreased, loss of libido, vaginal infection and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, loss of libido, mental disorder, metrorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result : not reported. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : unspecified event "injury to herself" was updated to more specific events : pelvic pain, abdominal pain, dyspareunia, back pain, metorrhagia (bleeding b/w periods), hair loss, fatigue, weight gain, weight loss, loss of sex drive, vaginal infection, vaginal discharge, psych injury. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.